Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open during efaa was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The first clip was positioned in the a2p2 region without difficulty and during the second efaa (establishing final arm angle), there was an opening slightly greater than 5 degrees, generating a regurgitation medial to the clip, which was not present in the echogradiography images until then. It was decided to position a new xtw clip lateral to the first clip, since the medial jet was discreet. In preparation to release the second clip, the lock lines presented a knot between them, which made it difficult to separate them for later removal. Without guidance from proctor, the physician responsible for the procedure deemed it necessary to cut one of the lines and pulled the node into the device. Again, during the second efaa, the clip opened to around 15 degrees, generating a regurgitant jet inside it. In post-procedure examinations, both clips remained stable and secure to the leaflets. The patient is hemodynamically stable and remains stable and under medical supervision and is expected to be discharged.